Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter laboratory field service engineer (fse) was dispatched to the customer site. Fse reported no hardware interventions performed and no parts replaced. Fse verified the analyzer by obtaining passing system check, high sensitivity system check and precision studies. In conclusion, while the results produced by the access accutni+3 reagent demonstrated precision which was outside of the precision claim contained in the "access accutni+3 instructions for use" precision claim, the root cause of this event cannot be determined with the available information.

Event description:
Fnc (B)(4). Event occured in (B)(6) on (B)(6) 2020. Description of the incident / incident report: "the medical device fixit was broken during surgery".